Event description:
The customer reported the alarm has power, the lcd display comes on, but none of the led lights come on. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - led lights do not come on. Eval results: eval of the returned product found the alarm powers on but the hold & low battery led lights do not come on. The battery door is broken on one hinge and the other hinge is bent but the door locks securely into place when closed. The alarm sounds as it should and the lcd display screen comes on. (B)(4).